Event description:
Caller reported aviva system blood glucose results: 66 mg/dl 3-4 minutes later, his reading was 67 mg/dl 5 minutes later, his blood sugar was 148 mg/dl 5 minutes after that, his reading was 66 mg/dl he changed the battery and tested at 62 mg/dl 10 minutes after the last reading. He tested 10 minutes later at 100 mg/dl no adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.